Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was prepared for use per instructions for use and no issues were noted. The sgc was inserted into the patient anatomy and the rotating hemostasis valve was closed. When the final 20-30 cm of dilator was removed, with gentle aspiration, air was noted in the transparent hemostatic valve housing. There was no vacuum created and no contact with tissue. The sgc was positioned below the level of the left atrium to allow blood to fill the guide lumen. The dilator was removed and a thumb was used to close the hemostatic valve. The stopcock connections to the flush port and dilator were inspected and confirmed to be secure. Aspiration was performed. No leakage was noted. Slow removal of the thumb from the hemostatic valve resulted in air in the transparent hemostatic valve housing. The thumb was placed again to prevent new air coming into the hemostatic valve. The decision was made to replace the sgc. A 14 french sheath was inserted into the sgc valve to close the valve and create stasis of blood. The procedure continued, with implantation of one clip, reducing mr from grade 4 to grade 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The device was checked for leak 3 times without issue; thus, the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.